Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) field service engineer (fse) was dispatched to the customer site to determine the cause of the discordant elevated prothrombin time (pt) results on the sysmex ca-1500 coagulation analyzer. The customer indicated that they reused sample plates, a practice that is not supported by siemens, and observed that there are visible bubbles on the side of the wells of the sample plates. These bubbles are present after samples are dispensed and aspirated. The fse verified and checked all sample arm alignments, syringe operations, and ran a pt precision study with all samples to determine the cause of bubbles in the sample wells and found no systemic issues. The fse also ran internal quality controls, which recovered within range. A siemens headquarters support center (hsc) specialist further reviewed the event and determined that internal quality controls (qc) recovered within range at the time of the event. Based on the data provided by the customer, the internal qc was run in micro mode. This means that the internal qc is not placed in reprocessed sample plates, but directly into the sample cuvette for analysis. Sample plates are washed and reused, possibly causing bubbles to adhere to the sides of the wells in the sample plates. Bubbles may potentially contribute to incorrect sample aspiration from the plate. The hsc specialist also determined that inadequate mixing of the sample during collection potentially contributed to the discordant results. When the customer re-mixed and re-spun the patient sample tube, expected results were obtained. Inadequate mixing can lead to spurious results due to uneven anticoagulant dispersal and potential microclot formation. Remixing of the patient sample may produce expected results. Per clsi h21-a5 "all anticoagulant-containing collection containers should immediately be gently mixed by three to six complete end-over-end inversions to assure thorough mixing of the specimen with anticoagulant". The cause of the event is unknown. The instrument and reagent are performing according to specifications. No further evaluation of this device is required. MDR 9610806-2017-00080 was filed for the same event.

Event description:
Discordant, falsely elevated prothrombin time (pt) results were obtained on a patient sample on the sysmex ca-1500 coagulation analyzer. The initial result was flagged by the analyzer, and the same patient sample was automatically re-run by the analyzer, resulting lower than the initial result. The discordant results were not reported to the physician. The patient sample tube was re-mixed, re-spun and re-run on the same analyzer, resulting lower. This result was reported to the physician. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated pt results.